Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair strand was found inside the syringe of a floseal hemostatic matrix kit. This was identified during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not received; however, a photograph of the sample was provided for evaluation. Visual inspection revealed a large hair strand inside the 8ml mixing syringe. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Visual inspection was also performed on ten (10) retention samples with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.